Event description:
Initially, a field corrective action (fca) associate contacted the customer to follow-up on the urgent product recall letter dated january 12, 2010. During the call the wife stated her husband had been feeling the symptoms of fullness, bloating and vomiting. The wife had taken the hp off the solution and he felt fine but a few days later he began vomiting every day. The wife stated that the hp continued having over-fill symptoms, with bloating and vomiting. Reportedly, the hp had an infection and was taking antibiotics (unknown) during the day through a manual day fill of 1500ml. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on 23apr2010. The pd rn stated that the type of infection the hp had was unknown because the culture had no organisms (no growth), but the white blood cell count was over 100 cells/mm^3. The infection was discovered on (B)(6) 2010. The hp had been vomiting because the hp was on reglan for nausea, but was not taking it properly (30 minutes before a meal.) The vomiting and bloating were partly due to nausea, but also was contributed to by the infection. The patient was started on antibiotics (unknown) due to the infection and started a manual day fill of 1500ml. The outcome of the infection is unknown. A call was placed to the facility nurse who provided the following clinical information: the infection the patient experienced was considered an unspecified peritonitis as evidenced by a cloudy bag even though the culture showed no growth but the cell count was increased. The patient was not hospitalized. The patient was placed on ancef and tobramycin intraperitoneal (ip) for 14 days. The event of peritonitis is considered resolved as the patient had a repeat culture and cell count last week and they showed no growth and no increased white blood cells. The nurse indicated that the cause of the peritonitis was considered to be a break in aseptic technique unrelated to baxter solutions or devices. The patient and the wife have been retrained.

Event description:
After surgery case was over, smoke was seen coming from base of a cmax table. Twenty four hours later third party service was called in. They removed the covers & then the wiring harness caught fire. They put out fire with extinguisher. No injuries reported.

Manufacturer narrative:
A steris technician was dispatched to examine the surgical table. His findings indicated two separate areas of damage, with one more severe than the other. The wiring harness connected to the batteries were burnt. The one battery had a burn mark on the side of it, the battery terminals were melted, and the wire insulation was melted as well. The area did not have fire damage, but from overheated wire from excessive current. The second section to have damage were the electric plugs coming out of the power supply. The plugs and wires were melted by the heat damage. An extinguisher was used to put out the fire. Both fire areas were directly below the shroud seams. The seams are sealed using a sealant to protect liquid from coming into contact with electric below the shroud. It is possible that the seam was not sealed properly, and liquid dripped onto the circuitry and resulted in the fire. The table is not maintained by steris. In house biomed and getinge service the table. However, after this event, getinge told the customer that they were not the authorized service representative and to contact steris. Customer requested an estimate to repair unit. Per steris, "the cmax table has not been manufactured by steris or fhsurgical. This table has been manufactured by alm (ar means ardon). This factory is a getinge factory from year 2001). A copy of steris' sealing process that we have instituted on the table since its acquisition was forwarded to reporter. It contains step by step instruction for the application of rtv and the steris part number to obtain the rtv. This document was created in response to complaints that we received on older tables made by gettinge and alm. All cmax tables manufactured by steris currently employ this new sealing procedure. Please note that for maximum protection against fluid ingress, resealing should be done each time the table base is opened for servicing and repair.reporter did not know the type of surgical procedure that was performed, when the smoking was first noticed. However, he was able to provide a copy of the service report for the table. The service history report indicates that on 2/25/08 during an operational check by in-house biomed, it was discovered that the power cord has exposed wires, it was replaced and the table was placed back into use. On three days later, it was noted that the table was smoking and they were going to have a vendor come service the table. Due to the extent of the damage, primarily from the fire extinguisher residue, steris has recommended that the table be replaced rather than attempt a field rebuild of the table.

Manufacturer narrative:
The user facility biomedical engineer reports that the table is no longer in service.